Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix mesh. The patient is making a claim for an adverse patient outcome against the composix mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 3 months post implant of composix mesh, patient was diagnosed with bowel perforation, cellulitis, bacterial infection, fungal infection, hernia recurrence, fistula, wound dehiscence and adhesions thereby underwent repair with removal of mesh. Per operative notes, "the right edge of mesh which had folded back on itself was removed along with the loop of small bowel with mesh invasion in 2 areas." The instructions-for-use supplied with the device lists hernia recurrence, fistula and adhesions as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Note, the manufacturing date (15-aug-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2009: the patient underwent surgery for implant of an unspecified bard/davol composix mesh. The patient is making a claim for an adverse patient outcome against the composix mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2009 - patient was diagnosed with a large ventral incisional hernia thereby underwent open repair with implant of composix mesh. Per operative notes, ¿an obvious large hernia sac was excised, and a composite (composix) mesh was tailored into a similar length of defect therefore sewn in circumferentially.¿ (B)(6)2012 to (B)(6)2016 - patient visited hospital for rash with swelling on lower abdomen and was diagnosed with cellulitis thereby provided antibiotics. (B)(6)2016 - patient was diagnosed with enterocutaneous fistula associated with mesh, cellulitis and recurrent incisional hernia thereby underwent excisional debridement and irrigation pannicular abscess with wound therapy. Per operative notes, ¿appeared to have bowel serosa at the periphery of fascial defect intensely associated with the discolored mesh. It is presumed the enterocutaneous fistula is responsible for the current bout of cellulitis and the gradual process of mesh invasion into bowel. All necrotic fat and infected material were excised.¿ (B)(6)2016 - patient had negative pressure wound therapy dressing change under anesthesia. Per operative notes, ¿found mucoid debris with gi disruption and drainage. The indwelling mesh was easily seen in the center of the wound bed.¿ (B)(6)2016 - patient underwent repair of fistula with partial mesh excision. Per operative notes, ¿extensive adhesions were lysed. The area of fistula involving small bowel were excised. The right edge of mesh which had folded back on itself was removed along with the loop of small bowel with mesh invasion in 2 areas. No attempt made to remove the well incorporated portion of mesh.¿ (B)(6)2016 - patient was diagnosed with superficial wound dehiscence with delayed wound healing thereby underwent negative pressure wound therapy dressing change under anesthesia. (B)(6)2016 - patient had abdominal pain, chronic drainage and non-healing abdominal wound. (B)(6)2016 - patient was diagnosed with chronic non-healing wound, fistula tract and infection thereby underwent repair with partial mesh removal. Per operative notes, ¿opened the fistula tract in the suprapubic midline area. Excised infected tissue and mesh which was partially involved.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel removal, fistulae, infection, mesh migration, nerve damage, pain, hernia recurrence and emotional injuries.